Event description:
It was reported that it was not possible to obtain telemetry. The device was found to be at end of life (eol) with an EKG. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).